Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination identified distal stent damage. The first two rows on distal end of the stent were raised up and misaligned. This damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during the preparation for a stenting treatment procedure, the physician noted that the edge of a 2.5 x 16 mm promus element stent was lifted and was unable to advance the stent inside a non-bsc guide catheter. The procedure was completed with another device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during the preparation for a stenting treatment procedure, the physician noted that the edge of a 2.5x16mm promus element stent was lifted and was unable to advance the stent inside a non-bsc guide catheter. The procedure was completed with another device. No patient complications were reported and the patient status is good.